Event description:
It was reported that 33 bd ultra-fine¿ ii insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: the customer has observed foreign matter in 33 out of 100 syringes from two different lots. The foreign matter appears to be a clear, odorless liquid. Bubbles can also be seen in the syringe. These observations were made prior to use of the product, and none of the affected syringes were used on the patient. From phone call on 2023-05-24 09:00:26: consumer stated, the issue involved two boxes with the same lot number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jul-2023. H6: investigation summary: customer returned (5) 0.3ml 31ga 8mm syringes loose inside the metal canister. It was reported by the consumer that she observed foreign matter in 33 out of 100 syringes from two different lots. The foreign matter appears to be a clear, odorless liquid. Bubbles can also be seen in the syringe. These observations were made prior to use of the product, and none of the affected syringes were used on the patient. All the syringes were visually inspected, and no foreign matter or bubbles were observed on the return samples. The plunger was also pressed to see if any liquid coming out from the cannulas and no liquid was observed. Embecta was not able to confirm the customer indicated issue. A review of the device history record was completed for batch # 2276297 all inspections were performed per the applicable operations qc specifications. Root cause is not determined as the issue is unconfirmed.

Event description:
It was reported that 33 bd ultra-fine¿ ii insulin syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: the customer has observed foreign matter in 33 out of 100 syringes from two different lots. The foreign matter appears to be a clear, odorless liquid. Bubbles can also be seen in the syringe. These observations were made prior to use of the product, and none of the affected syringes were used on the patient. From phone call on 2023-05-24 09:00:26: consumer stated, the issue involved two boxes with the same lot number.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.